Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mj7022, and no non-conformances were identified. Investigation summary: it was reported performance breakage needle. It was received for analysis an unopened sample of product code vcp442h, lot mj7022. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The suture was dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance breakage needle were found. Investigation summary: two pictures were provided for analysis. Upon visual inspection of the pictures the following was observed: the first picture one bag with two broken needles above two foils of product code vcp442 could be observed. In the second photo showed five foils with different lots and product code (two foils of product code vcp442/lot mh224, one foil of lot je2698/product code vcp358 and two foils of code vcp442, lot mj022). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: date of the initial surgical procedure (normal delivery surgery). (B)(6) 2020. Was the initial procedure a c-section or vaginal delivery? Vaginal delivery. The second needle ¿felt stuck when sewing and then found the needle broke, the broken piece fell inside of patient¿ and ¿patient was transferred to another hospital and finally remove the broken needle¿: what was the product code and lot of the needle that broke and was later removed at another hospital? Vcp442h/lot mj7022. In what tissue was the needle retained? Unk. Was the entire device removed from the patient during the procedure at another hospital? Or is part of the device retained in the patient tissue? If still retained, in what tissue / structure? Part of the device retained in the patient tissue in this reported hospital, but removed on the same day in another hospital. Was there a reported issue with the 5 pieces that are being returned? If yes, please describe the specific device issue for each of the 5 devices below: vcp358h, lot je2698 (1 pc), vcp442h, lot mj7022 (2 pcs), vcp442h, lot mh2224 (2 pcs). No issue reported for now. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Note: events related to first needle breakage reported via mw #2210968-2020-01428 and second needle breakage via this report.

Event description:
It was reported that the patient underwent vaginal delivery on (B)(6) 2020 and suture was used. During normal delivery surgery, the surgeon felt the needle stuck when sewing and then found the needle broken. The broken piece fell inside of patient but they could not find it. Then x-ray was taken at about 1 p.m. To confirm that the needle tip was in the body but could not locate the specific position. At 6: 00 p.m., attempt to look for the needle again, and it was still not found. Around 9 p.m., the patient was transferred to another hospital, and finally the broken needle was removed. The patient was discharged from the hospital on (B)(6) 2020. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/26/2020. Additional information: d10, h6. Additional h3 investigation summary: it was reported breakage needle. A suture needle was returned for evaluation. A fracture was observed in the body of sample b. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fractures and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional information was requested and the following was obtain: the patient demographic info: age, gender, weight, bmi at the time of index procedure: female. On what tissue was the suture used? Perineal skin. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? Posterior 1/2 of the middle of the needle. Other relevant patient history/concomitant medications? Unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? Quality issue with the needle. What is the patient¿s current status? Has been discharged. Note: events reported via mw for 2 pieces involved in the surgery: 2210968-2020-01428 (sample c), 2210968-2020-01429 (sample b). Additional devices reported via mw (B)(4).